Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcl20 clips are malformed. Another device was used to complete the case. There was no conseuence to the patient.